Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer complained about sensor readings discrepancies. Customer states that the insulin pump has been alarming at threshold suspend for low sensor glucose. Customer reported her blood glucose value was 78mg/dl while sensor glucose reading 42mg/dl; showing a difference of 46.2%. She also stated that the graphic for blood and sensor glucose was not trending the same direction at the time of event. During troubleshoot percentage decreased to 23.1% and graphic trending the same way. Nothing further reported.